Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, the patient had several stones in the common bile duct. The basket had captured a large stone. The physician attempted to crush the stone; however the basket failed to crush the stone. An alliance handle was then used in conjunction with the basket device to try and crush the stone. When force was applied to the alliance handle, the wire broke inside the handle of the trapezoid rx lithotripter compatible basket, and the tip of the basket failed to detach. The physician then used an emergency handle from olympus to assist with crushing and removing the stone. The physician placed the wire from the trapezoid in the olympus handle, and crushed the stone. The basket was then removed from the patient without any issues. The procedure was completed with another trapezoid rx lithotripter compatible basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The expiration date indicates that the device was used past the expiration date. (B)(4) for the reported event of wire broke. (B)(4) for the reported event of tip won't detach. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.